Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to release of these lots.

Event description:
It was reported that the sagb vc with velocity port was implanted in (B)(6) 2014. Following the implantation, the band was filled in 3 steps: 1+2+2 ml. Although it was 5 ml total the band had only 1 ml inside. The contrast material went through the band without problem. The gastric band is still in the patient.